Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed the right atrial lead exhibited a significant increase in capture thresholds, it was noted that the lead was dislodged. The patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition before and post procedure.